Event description:
Ous MDR - loss of capture was noted shortly after implant. Also, high ventricular thresholds and loss of ventricular sensing were noted. There is one episode of oversensing, but that was most likely due to external interferences and no vt stored and no shock was delivered. The lead was revised on (B)(6) 2014 due to dislodgement and remains implanted in the patient. The measurements after the reposition: sensing 6.7mv, pacing threshold. 0.5v.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.